Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 500 units of insulin. The customer's blood glucose level was 200 mg/dl. During a follow-up call on (B)(6) 2017, the customer loaded a new cartridge and received an accurate fill estimate.